Event description:
Caller reported an issue with a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer¿s blood glucose level. Customer may have loaded the cartridge before the pump prompted them, leading to a cartridge alarm. Customer was instructed by technical support to remove the cartridge, deliver a 9-unit bolus, and load a new cartridge, which then resolved the issue, allowing the customer to resume insulin therapy successfully.